Manufacturer narrative:
(B)(4) concomitant medical products: part: ep-105882 name: epoly 28 mm rlc lnr mrom sz22 lot: 414570, part: 163661 name: 28 mm dia cocr mod hd -3 mm nk lot: 297740, part: 51-108060 name: tloc micro ti pc 6x97.5 mm t1 lot: 2946604. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and found no discrepancies relevant to the reported event. Review of the complaint history determined that no further action is required as no trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total hip procedure. Subsequently, the patient was revised due to 3 episodes of recurrent dislocations. During the revision the patient underwent reorientation of cup and acetabular liner was removed and replaced. There were no complications or delays reported.